Manufacturer narrative:
The pump passed performance verification testing and long and short term delivery accuracy testing within product specification. The frequency of death or serious injury reports for overdelivery for lifecare 5000 products is approximately 0.77/million sets.

Event description:
Overdelivery reported. The pump was set to infuse one liter containers of total parenteral nutrition solution at 50ml/hr. The infusion completed "early" on 5/3/1998. The pump was kept in use, and the next day the total parenteral nutrition container ran out before the next scheduled bag was delivered to the patient unit. The pump was then switched out. During biomedical engineering testing, the pump reportedly delivered 28ml when set to infuse a 20ml volume. The event did not cause any adverse patient effects. No medical intervention was required. No additional information was available.